Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had priming anomaly. The customer's blood glucose value was unknown. The customer also stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Pump primed properly. Drive support disk was inspected and no anomaly was noted.